Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2014, inratio: 5.5, lab: 3.0. Lab draw conducted within an hr of testing on the inratio. Therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.